Manufacturer narrative:
Continuation of concomitant products: other relevant device(s) are: product ID: e tew2828c82ej, serial/lot #: (B)(4), ubd: 14-sep-2022, UDI#: (B)(4); product ID: etew2828c82ej, serial/lot #: (B)(4), ubd: 11-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aortic extension and iliac extension limbs were implanted in the endovascular treatment of a 55mm abdominal aortic aneurysm. It was reported 13 days later, pericardial fluid accumulated in the patient due to the onset of a retrograde dissection, leading to an ascending dissection. Intervention was performed and the patient had an ascending aortic replacement performed. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient is fine.